Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before it was returned. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. The customer flushed the air/water nozzle with the detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object inside the nozzle, which has been attributed to insufficient cleaning. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: b3 - date of event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified foreign material found inside the nozzle could not be determined since olympus confirmed they have implemented the reprocessing in line with the instructions for use, and it was confirmed that the section of the device with the foreign material remained had no deformation (no physical damage). The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.